Event description:
It was reported that after approximately ten minutes of intra-aortic balloon (iab) therapy, the malfunction in the optical sensor occurred and the alarm "optical sensor failure" appeared. Calibration was not possible, and arterial pressure could not be measured or displayed. They ended up replacing the catheter to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).